Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor was triggering the threshold suspend feature on the insulin pump. Customer turned sensor off, reconnected old sensor and calibrated. Customer's blood glucose was 180 mg/dl. Customer's sensor glucose level was 45 mg/dl. Calibrating error occurred soon after the sensor error. Troubleshooting for sensor glucose and blood glucose was performed. Troubleshooting for sensor error alert and calibration error alert was also performed. Customer was advised that the sensor would be replaced.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor failed with high readings.